Event description:
Patient underwent a revision procedure for removal of l3-l5 uss rods and screws on (B)(6) 2006. L1 and l2 laminectomies were performed. A pedicle subtraction osteotomy was performed at l2 with decancellation of the l2 vertebral body. Pedicle screws were inserted between t11 and l5 in the right and t11 and l4 on the left. The osteotomy was closed with 25 degrees of correction.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided. The event is still under investigation. Additional items may be reported.

Event description:
This is the 1st of 20 reports for this event.